Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the leadless implantable pulse generator (ipg) was implanted, increased and high thresholds were noted. The ipg was inactivated and a new ipg implanted. No patient complications have been reported as a result of this event.